Manufacturer narrative:
(Continued from b.5) functional testing was performed with the returned device samples to the applicable product specification. The results recorded no connection issues, leakages or performance issues. Engineering testing and analysis recorded no functional issues and/or out of spec conditions. The exact cause of the product problem remains unknown. ICU medical identified technique related variables that could contribute to user issues, and guidance was communicated to the customer. Further enhancements to the relevant products and processes were identified. The team reviewed applicable design, materials, and manufacturing and equipment processing parameters.

Event description:
Repeat complaint rec'd regarding an unknown qty. Of (B)(4), 7" (18 cm) appx 0.45 ml, pressure infusion (400psig) ext set; lot# 31-488-sl (mfg. Date 07/2013) and 31-495-sl (mfg. Date 07/2013). The report states, "the new extension set is much harder to seat into the IV jelco catheter, and many times requires a two handed technique. The increased manipulation is compromising the IV catheter, and if not seated properly will cause leaking around the connection." No adverse patient consequences reported. Lot analysis: a review of the mfg. Lot database for lot#s 31-488-sl (mfg. Date 07/2013), and lot# 31-495-sl (mfg. Date 07/2013) shows each lot of (B)(4) units was manufactured, tested, inspected, and released. There was no exception documentation generated during any of the mfg. Lot builds. Mfg investigation/analysis: mfg rec'd five (5) new/ unused 12514-01, ext sets; lot# 31-488-sl (2), 30-574-sj (1) and 31-495-sl (2). Also rec'd six (6) new/unused smith medical jelco 20 (3) and 22 (3) gauge protect IV plus safety catheters that were visually inspected with no anomalies present. All devices met required iso standard specifications for luer tapers, iso 594-1.